Event description:
It was reported that the an explant of the intraocular lens (iol) will be performed due to patient complains about the quality of vision at a distance, reporting many halos and glare. The surgeon reported that the implant surgery was uneventful, with no residual degree and that there is already some post-operative time, however the patient does not support the dysphotopsias caused by lights and the surgeon decided for the explant. It is noted that the patient's daily activities are significantly affected because of difficulty driving and in environments with lights. Additional information was received on apr 25, 2023, which included two implant cards, which indicated that the lens exchange was performed for the left eye and that the replacement lens was another johnson and johnson iol (different model, ar40e, different diopter, 22.5). Through additional follow-up, it was confirmed that the lens was explanted from the left eye and there was no injury to the patient and no additional medical or surgical intervention was required. The patient is satisfied post-surgery. No further information was provided.

Manufacturer narrative:
Patient ethnicity: brazilian. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section g3, date received by manufacturer, was originally reported as apr 25, 2023, however, through additional information received, it was learned that that the brazil sales representative was actually aware of the performed explant on april 4, 2023, but failed to timely communicate this critical information to the complaint handling unit (chu). The correct date received by manufacturer should be april 4, 2023. Therefore, this supplemental report is being submitted to capture this corrected information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section g3, date received by manufacturer, was originally reported as apr 25, 2023, and then corrected to april 4, 2023 in the supplemental MDR # 1, however, through additional follow-up, it was clarified and confirmed that that the brazil sales representative was actually aware of the performed explant on apr 25, 2023 (as originally reported on the initial MDR), not april 4, 2023. The correct date received by manufacturer should be apr 25, 2023. Therefore, this supplemental report is being submitted to capture this corrected information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.